Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon interrogation, the patient's pacemaker was found to have far r-wave oversensing. No intervention was performed. The patient did not suffer any consequences and was stable before, during, and after the event.